Event description:
A report was received that alleges the endotracheal tube was deflating at the cuff after an unk amount of time in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.